Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessels morphology were not reported. It was reported that the bifurcated stent graft was positioned satisfactory and when 1.5 stent rings were deployed, the stent graft partially unsheathed into the aneurysm. The physician attempted to re-sheath the stent graft, but it was not possible; therefore, the stent graft was fully deployed along with the contralateral limb and 2 aortic cuffs. The decision was made to perform an open conversion. No additional clinical sequelae were reported, and the patient is fine. Please note that the device with catalog number af3016c170axh is not marketed in the united states; however, it is similar to the device with catalog number af3016c170xh, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: (aneurysm and vessel morphology were not reported, unknown cause of event). Evaluation, conclusion: (aneurysm and vessel morphology were not reported, unknown cause of event).